Event description:
It was reported that 100 bd discardit ii¿ syringes with needles experienced device damage, while still considered operable. The following information was provided by the initial reporter: visible crack in barrel of discardit syringe 5ml 22g found at our supplier.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. 25 samples and two photos were received by bd for evaluation. A quality engineer was able to review the pictures and inspect the returned samples for the reported issue of cracked barrel from lot number 2038587 product number 301285.the investigating team has also used the retention samples of lot number 2038587 product number 301285 for investigating the reported defect. The investigation and simulation were conducted on retention samples where the investigating team has visually looked for the samples for cracked barrel and no cracked barrel was found in the retention samples. The device history review was checked for in process quality control and finished goods release testing to check if there was any out of specification testing reported on this lot number 2038587 from its manufacturing to its dispatch and there was no test failure observed during its production to release. The investigation team confirm the reported defect. Crack could be caused during transferring of barrel from marking to assembly index if air pressure is high causing striking of barrel to pocket. Action taken- pressure gauge to be provided to check the air pressure and control the air pressure. Complaints received for this device and reported condition will continue to be tracked and trended. If additional samples are received in the future the complaint will be reopened for further investigation.